Manufacturer narrative:
Complaint details: on (B)(6) 2019, customer brent schweiss from ste. Genevieve co memorial hospital reported that they were having multiple issues on their device (pu-621ra, sn: (B)(4)relating to hdd failure (windows file corruption error, windows not launching, rebooting itself). Service requested: exchange service provided: exchange. Customer was sent new hard drives which resolved the issues that customer was having. A ticket (75037) was opened to resolve an issue with the software registration on the new hard drive. Investigation conclusion: the issue was resolved after new hard drives were installed in the cns unit. Per the cns-6201 service manual, if the device is experiencing trouble such as periodically rebooting/crashing, the possible cause is a faulty storage device which should be replaced. Drive failure can occur from a variety of sources, including during the course of normal operation, or from external factors such as physical faults with drive components and data corruption within the drive. The root cause of why the hard drives had failed could not be determined due to lack of information. No CAPA is required as overall risk is low. The probability of re-occurrence is less than 10% and the severity of harm is insignificant. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical device additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) processing unit froze and the mouse would not respond to button clicks. The unit beeped then shut down. Upon reboot, the unit would not connect to the network. The customer shut the cns down. Upon reboot the mouse still would not respond to mouse clicks, and reported a main fan unit error.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) processing unit froze and the mouse would not respond to button clicks. The unit beeped then shut down. Upon reboot, the unit would not connect to the network. The customer shut the cns down. Upon reboot the mouse still would not respond to mouse clicks, and reported a main fan unit error. The customer reported dust on the case fan. Nihon kohden technical support (nk ts) advised the customer to have biomed clear the dust from the cns and call back for further troubleshooting. The customer called back and reported a windows file corruption error. Nk ts advised the customer to alter the hdd placements. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that the central nurse's station (cns) processing unit froze and the mouse would not respond to button clicks. The unit beeped then shut down. Upon reboot, the unit would not connect to the network. The customer shut the cns down. Upon reboot the mouse still would not respond to mouse clicks, and reported a main fan unit error.